Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a sudden impedance measurement change and a lead fracture was suspected. Right atrial (ra) lead high threshold measurements were also reported. It was reported that the patient was very physically active. The patient had concern about having a pacing system implanted with his increased amount of activity and the entire system was removed. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.